Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), contrast was injected into the delivery system, but good imaging was not achieved. The lab utilized an injector system to deliver heparinized saline and contrast. The scrub tech thought they had run out of contrast, so the injector was reloaded, and another injection was delivered but still no image. After several additional attempts, loading more contrast and confirmation that all flush tubing was appropriately attached, the scrub tech noticed a puddle of contrast on the floor and on the sterile field. The scrub tech and physician also stated that they could feel the contrast all over the handle of the micra delivery tool. They thought there was some kind of leak in the system, despite the tether mechanism being locked. The delivery system was removed and another one was used to complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Analysis indicated that the fluid pathway leak was observed on the delivery system. There was a mechanical issue with the articulation of the delivery system. The delivery system outer shaft was kinked/buckled. Visual analysis of the delivery system indicated damage during use. The analyst indicated that the delivery system was returned with the device attached. Visual analysis found the distal end damaged when received. The outer shaft was indented at 4.7, 5 and 5.7 cm from the distal end of the shaft. Curve could not be applied due to distal end system damage. The analyst observed that when the flush test was performed with the "tether lock" in the locked position water flowed only from the bottom surface of the handle. The analyst could successfully deploy and recapture the device. Destructive analysis was performed on the handle. The analyst observed that the flush tube was no longer connected to the barb connector of the flush assembly. Rpa engineering was contacted and currently are unable to determine failure mechanism for why flush tube separated from connector barb of flush assembly. If information is provided in the future, a supplemental report will be issued.